Event description:
During evaluation of a returned homechoice machine, an increased intra-peritoneal volume (iipv) event was identified which occurred in the therapy initiated on (B)(6) 2011 00:12:06. During night drain cycle 5, the patient's ultrafiltration reading was 1626ml, indicating the home patient (hp) drained 1311ml more than their maximum programmed fill volume of 2100ml. There was patient involvement but no patient injury or medical intervention indicated. This event meets overfill criteria. No additional information is available.

Manufacturer narrative:
(B)(4). The device has been received, and the evaluation is in process. A follow-up MDR will be submitted upon completion of the evaluation or if any additional information is received.

Manufacturer narrative:
(B)(4). Evaluation: the device was returned to baxter, and the evaluation is complete. This complaint is an ancillary service event opened during investigation of (B)(4). An iipv event was not confirmed. The drain volume for cycle 5 starting on (B)(4) 2011 was 1622ml, which does not meet iipv criteria for a largest prescribed fill volume of 2100ml. If any additional information is received, a follow-up will be sent.